Event description:
A pt services representative (psr) assisting a (B)(6) male pt contacted zoll liefcor customer support to report that he was having trouble with the pt's baseline. He was receiving excessive "adjust belt" messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. The cause of the alarms was due to a defective cable. During service investigation, it was found that the belt's electrode discharge line (t8) was shorted to ground (t7) in the trunk cable. The root cause of the shorted cable cannot be positively identified. No adverse event resulted from the defective cable. The pt was provided with a replacement electrode belt.